Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 52-year-old female was implanted with an impella 5.5 as a bridge to a transplant. It was reported that roughly seven days into impella 5.5 support, suspected bubbles were seen via echocardiogram in the left ventricle. The same issue was noted six days later, and it was further reported at that time that the abnormality was only seen post impella implant. A slow purge leak was discovered the following day at the luer lock, but both purge pressure and purge flows remained unaffected. Support was maintained with the pump until planned explant following completion of the scheduled heart transplant. One day following explant, the patient was unable to move their right side. A computed tomography scan showed that the patient had suffered a basilar stroke. A thrombectomy was scheduled to treat the condition.

Manufacturer narrative:
The investigation into the stroke/cva, the embolism, and the purge leak ¿ pump has been completed since the initial report was submitted. The device was returned, visually inspected, and tested. The purge leak did not reproduce and there were no cracks noted. The root cause of the embolism was not determined since there were no abnormalities on the returned product and no purge system leaks were observed. The root cause of the strokes/cva could not be determined as clinical information related to the event was not provided.